Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent, and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to clinic for routine one month follow up siting chest discomfort and some muscle twitching revealed. Right ventricular (rv) lead impedance was normal, sensing had reduced and threshold increased. The device detection was disabled and pacing turned off. A chest xray revealed that the rv tip had moved and was pointing vertically in an acute manor. The following day a revision procedure was performed, and the rv was pulled back into the right ventricle. The rv tip would not retract and it was difficult to get the lead into a good anatomical position. The rv was removed and examined on the table where there was a degree of tissue attached to the helix. This rv was explanted and replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.